Manufacturer narrative:
This event has been reassessed and found to be a not reportable event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they removed the cuffed trach, inserted the cuffless trach, pulled out the obturator to place the inner cannula but was unable to lock the inner cannula in place due to a fault in the trach. The customer also stated they removed that entire trach and quickly placed the back-up one on hand which they then found had the very same problem. Reintubation was required.